Manufacturer narrative:
Date of event is estimated as (B)(6) 2022. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure, using a 6fr sheath. Reportedly, deployment of the feet jammed, the lever was hard to lower and raise the anchor, requiring force. This resulted in a small dissection during removal of the device. A new proglide was attempted, but the same jamming of the feet occurred. It was not confirmed if the feet had been fully retracted prior to removal. An additional proglide device was used successfully to achieve hemostasis and surgical suturing was used to treat the noted dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An unused/sterile device was returned and tested with no anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the proglide device was removed with force. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation unable to determine the conclusive cause for the reported difficulty. The patient effect of vascular injury (tissue damage) is listed in the proglide IFU as a potential adverse event of use of the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for eval updated from 'yes' to 'no'. Date device was received was removed. H3: device returned to manufacturer? Updated from 'yes' to 'no'.